Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was found on the sensor patch. Data was extracted using approved software and the sensor patch was found to be in sensor state 5 (indicating normal state). A visual inspection of the sensor plug assembly revealed no failure modes. Accuracy and sensor thermistor tests both met specifications. The poised voltage measured high, indicating a possible failure of the analog front end (afe) or the application specific integrated circuit (asic). Using digital multimeter (dmm), probed and measured components on the printed circuit board assembly (pcba) looking for any abnormal short circuits, open circuits, or damage; no problems were found. The asic solder was then reflowed to repair any potential faulty solder joints on the chip, and no changes in the poise measurement were recorded. Since the afe components on the pcba all measured within the specified reading range, the asic was found to be defective. Therefore, this issue is confirmed due faulty asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The customer reported receiving higher sensor scan readings compared to readings obtained on the built-in reader. As a result, the customer experienced symptoms of loss of consciousness. The customer had contact with a healthcare professional (hcp) who diagnosed the customer with hypoglycemia and administered glucose infusion for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event. A sensor scan result of 2.80 mmol/l was compared to a reading of 10.80 mmol/l obtained on the built-in reader, the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor thermistor testing was done and within specification, indicating the sensor was providing accurate glucose readings. Poise voltage was done however results were not within the specification. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. No issues observed with plug assembly. The returned sensor was further investigated and de-cased. Visual inspection was performed on the returned de-cased sensor and no issues were observed. Sensor was reprogrammed to perform accuracy test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The asic (application specific integrated circuit) solder was then reflowed to repair any potential faulty solder joints on the chip, and poise voltage measurement were recorded. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The customer reported receiving higher sensor scan readings compared to readings obtained on the built-in reader. As a result, the customer experienced symptoms of loss of consciousness. The customer had contact with a healthcare professional (hcp) who diagnosed the customer with hypoglycemia and administered glucose infusion for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event. A sensor scan result of 2.80 mmol/l was compared to a reading of 10.80 mmol/l obtained on the built-in reader, the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Event description:
A high readings issue was reported with use of the adc device. The customer reported receiving higher sensor scan readings compared to readings obtained on the built-in reader. As a result, the customer experienced symptoms of loss of consciousness. The customer had contact with a healthcare professional (hcp) who diagnosed the customer with hypoglycemia and administered glucose infusion for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event. A sensor scan result of 2.80 mmol/l was compared to a reading of 10.80 mmol/l obtained on the built-in reader, the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor thermistor testing was done and within specification, indicating the sensor was providing accurate glucose readings. Poise voltage was done however results were not within the specification. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Accuracy test was performed to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Accuracy test was passed. The poised voltage measured high, indicating a possible failure of the analog front end (afe) or the application specific integrated circuit (asic). Using digital multimeter (dmm), probed and measured components on the printed circuit board assembly (pcba) looking for any abnormal short circuits, open circuits, or damage; no problems were found. The asic solder was then reflowed to repair any potential faulty solder joints on the chip, and no changes in the poise measurement were recorded. Since the afe components on the pcba all measured within the specified reading range, the asic was found to be defective. Therefore, this issue is confirmed due faulty asic. All pertinent information available to abbott diabetes care has been submitted. This report serves as a correction in section 11 (additional mfg narrative) on follow up #2 was deemed to be invalid.

Event description:
A high readings issue was reported with use of the adc device. The customer reported receiving higher sensor scan readings compared to readings obtained on the built-in reader. As a result, the customer experienced symptoms of loss of consciousness. The customer had contact with a healthcare professional (hcp) who diagnosed the customer with hypoglycemia and administered glucose infusion for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event. A sensor scan result of 2.80 mmol/l was compared to a reading of 10.80 mmol/l obtained on the built-in reader, the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.